Event description:
It was reported that the device was used during an open low anterior resection. A hand purse string was used. The spike of trocar insert lateral the staple line. When firing the scale is in the green. After the surgeon completed firing and removed device from the patient, the surgeon open the anvil and rechecked the result of anastomosis. He found that have one staple didn't form to b-shape (straight shape) and it shown on the tissue. Then the surgeon did leakage testing and the result is fine (no leakage). So the surgeon decided to suture over the staple line again. There was a complete tissue donut. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.